Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The device was found in specification in relation to the customer reported downstream occlusion error which was not reproduced. The device did not falsely alarm during testing and the force sensor calibration was found within range. A review of the event history log verified downstream occlusion messages had occurred but the history log cannot be used to determine if these were true or false alarms. No cause was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.